Event description:
The lid on the advantage plus scope reprocessor spontaneously shattered when open in the up position. The machine completed the cycle, and the lid opened. The scope was unhooked from the block and removed from the processor. The endoscopy technician turned to walk away and the lid spontaneously shattered throwing glass around the room and into the basin of the processor.